Manufacturer narrative:
Although this is not a reportable event, aga medical is submitting this report since a voluntary report (B)(4) was submitted by the hospital. The 16mm amplatzer septal occluder was received at aga medical in its original configuration and decontaminated. The device was measured and the size was confirmed to meet dimensional specifications. Microscopic examination of the 16mm aso revealed several bent wires that were consistent with difficulties retracting to the device into the loader. Despite the damage, the device loaded into test 7f and 8f loaders without difficulties. The device deployed deformed both times with the distal disc bubbled and waist elongated. During manufacturing, this device underwent a series of inspections and tests to confirm proper function. Review of the manufacturing documentation confirmed this device successfully passed these inspections. According to the amplatzer septal occluder instructions for use, the warnings section lists the following statement: do not release the amplatzer septal occluder from the delivery cable if the device does not conform to its original configuration or if the device position is unstable. Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device. Our investigation was able to reproduce and confirm the performance described. We have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.

Event description:
To summarize this event, the defect measured about 14mm with ice and the sizing balloon. There was difficulty loading the 16mm amplatzer septal occluder (aso) into the 8f amplatzer torqvue delivery system. The delivery system was replaced with a 9f amplatzer torqvue delivery system. The aso was loaded appropriately and appeared normal going through the sheath but then deformed into a cobra shape when deploying the left atrial disc. The aso was retracted into the sheath and removed from the patient. This case also involved an embolization that occurred with a 14mm aso which was reported under MDR # 2135147-2008-00006.